Manufacturer narrative:
Tandem technical support attempted multiple times to follow up with the customer to troubleshoot and obtain information about the ER visit however there has been no response. The cartridge is contraindicated for use with products other than humalog® and novolog®. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose levels were elevated at 320mg/dl. The customer contacted their healthcare provider, and was instructed to go to the emergency room (ER) for treatment. The customer's insertion site was okay, and the pump, cartridge, and tubing appeared to be functioning as expected, however it was found that the customer was using humulin r u-500. Details of the ER visit were not obtained as the customer was in a rush.